Manufacturer narrative:
(B) (6) - recurrent hernia: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B) (6) 2010. The patient experienced a recurrent ventral hernia and a re-operation was performed on (B) (6) 2010 to repair the recurrent ventral hernia. Additional information has been requested.